Manufacturer narrative:
Device history records for the device have been reviewed. The lot met all release criteria and no issues were noted during the mfg process or quality control inspections. This is the only complaint reported to date for this lot number. The balloon catheter has been returned and is currently being evaluated. The investigation is currently underway.

Event description:
It was reported that there was difficulty retracting the pta balloon dilatation catheter through the introducer sheath and the balloon separated from the catheter. Reportedly, the balloon got stuck in the sheath and separated from the catheter and was removed together with the sheath as a single unit. Another sheath and balloon catheter were used to successfully complete the procedure. There was no report of injury to the pt.